Event description:
Yang, y., ma, h., hu, h., li, l.,tang, j.; pediatric discovery; 2024; 2:e80; newly formed and ruptured infectious intracranial aneurysm in few days following first intracranial aneurysm embolization concurrent with middle cerebral artery occlusion: a regrettable case in a baby; doi.org/10.1002/pdi3.80 literature was reviewed regarding: infectious intracranial aneurysm (iia) and its complications in children suffering from infective endocarditis. The study discusses a case report over approximately one week (from admission to the seventh day post-embolization). Specific broader time frames for the study are not mentioned. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx 18. The patient in the study died. The baby died the day after being taken home, but specific causes of death are not detailed in the provided text. Among patient adverse events included: major seizure with opisthotonos (seizure activity). Low oxygen saturation. Massive hematoma in the right basal ganglia with serious edema. Bifurcate aneurysm of the right middle cerebral artery (mca). Death no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.